Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the stent was unable to be deployed. A biliary stent 10fr/5cm had been advanced to the ductus choledochus. The stent was unable to be deployed as the suture was "always around the stent". The stent was removed with the removal of the stent delivery system. The procedure was aborted and will be attempted again in 2 weeks. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.